Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated there was a hole in the catheter on the external part (silicone extension). The product was inserted into the patient in 2006 and has now been removed. A new catheter was placed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.